Event description:
Event description guidant received information that four days after this left ventricular lead was implanted, it displayed high threshold measurements and loss of capture. The lead was also suspected to be discontinuous. It is unknown whether discontinuous was indicative of a coil fracture or insulation breach.